Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of incident is unknown. The dates entered in section 1.2 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported via email. The customer received lower sensor scan results compared to readings from an unknown device. It is unknown if the customer experienced symptoms. The customer self-treated. Adc customer service is currently making additional attempts to obtain further information, and a follow-up will be submitted once more information is obtained. There was no report of death or permanent impairment from this event.